Event description:
The customer reported that a pt who was previously typed as group asubb with anti-a1 was typed as group b on the ortho provue analyzer using mts a/b/d monoclonal and reverse grouping card lot# 090506037-10 and 0.8% affirmagen lot# 8a261. Based on the pt's history, the customer repeated testing (twice) on the provue using the same sample and reagents. Sample reacted negative in the anti-a microtube and positive in the b microtube as the previous results. The group a status of the pt was confirmed in tube method. Erroneous results were not reported, as the results did not match the pt's historical data and alternate method. Nevertheless, if this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.

Manufacturer narrative:
Returned samples were not provided for additional investigation. Based on the available info and the results of the investigation, sample is most likely a weak subgroup of a with anti-a1 reacting weakly in tube and negative with anti-a gel antisera. Incident is most likely sample related. Mts cannot rule out gel malfunction as a contributing factor for the negative reactivity observed in the forward typing. Product labeling for the anti-a, anti-b, anti-a, b gel cards states that the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. The provue correctly interpreted the results in the anti-a microtube as negative, which was also confirmed by visual inspection of the gel cards. Furthermore, the instrument did not interpret the pt results as "nrd" (no results determined) since there was no discrepancy in the forward and reverse typing. The forward grouping was typed as group b and the a1 cells in the reverse grouping reacted positive due to the anti-a1 in the pt's plasma (the forward and reverse grouping matched). Instrument malfunction could not be identified.